Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's daughter that the patient expired. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.